Event description:
The initial reporter received questionable results for one patient from two coaguchek xs plus meters compared to a stago compact analyzer. At 4:51 pm, the result was >8.0 inr using meter serial number (B)(4). At 6:00 pm, the laboratory result was 5.8 inr. On (B)(6) 2019 at 9:38 am, the result was 4.2 inr using meter serial number (B)(4). At 10:43 am, the laboratory result was 2.8 inr. The patient was sent to immediate care to get checked, but no bleeding was noted. The patient did not receive any treatment, was not admitted, and was sent home after evaluation. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The patient had no anemia, no heparins, no antiphospholipid antibodies, no direct thrombin inhibitors, no bleeding or bruising, and no changes in diet. The patient had recent changes in their prednisone dosage. The suspect product was requested to be returned for investigation. Replacement product was sent. The test strips were received for investigation and were tested with a retention meter using quality control materials. Testing results: qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. Relevant retention test strips (lot 345221) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. No information was provided that would point to a cause for the result discrepancy.